Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: the user reprocessed machida fiberscopes. A device history review revealed no issues that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: "equipment compatibility" section of the oer-s instruction manual, we have not confirmed the effectiveness of cleaning and disinfection when this device is combined with an endoscope other than the one specified by our company. If you use an endoscope other than the one specified by our company, please make sure that the entire endoscope, including all channels, can be cleaned and disinfected, that there is no damage or deterioration of the equipment and that it can function properly, and that the cleaning and disinfection procedure is suitable for that endoscope before using it. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, it was reported that the endoscope reprocessor had been used with non-olympus endoscopes. There were no reports of patient involvement.